Event description:
Clinical study- it was reported that 581 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Target lesion 1 (20mm long) was identified in the mid right coronary artery (mid rca) with a reference vessel diameter of 3.5 and 90% stenosis. The lesion was not calcified or tortuous. Target lesion 1 was treated with direct stenting using a 3.50 x 24mm taxus express2 stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. At 581 days after the initial index procedure; during the two year follow-up, it was reported by the facility that the patient was admitted for a tvr. The mid rca was implanted with an unknown drug eluting stent to treat the focal in-stent restenosis. The physician assessed the relationship of the event as probable to the taxus stent. The patient was discharged the next day.

Manufacturer narrative:
Device evaluation - the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.